Event description:
Filter stuck in transition of storage tube into introducer catheter. The entire sys was removed and replaced with the same make to complete the procedure. No further complications were reported.